Manufacturer narrative:
The impella device was received (section d9 has been updated to reflect the device receipt date). An evaluation/analysis was completed and the product history review revealed there were no issues related to the complaint discovered when reviewing the product history of console ic8776. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
Additionally, information was received provided the patient's outcome after support (impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant). Patient demographics (weight) was confirmed as initially reported, repopulated to a4. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 48-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease. During support, the device triggered a controller error alarm, and the automated impella controller (aic) was exchanged. The reported events are controller failure, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.